Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens was explanted from the patient's left eye after she experienced an unexpected post-operative refraction. No patient injury was reported.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Lens was inspected under microscope at 10x and it was found to have stains and particles adhered to both sides of optic body compatible with handling lens in an unsterile environment. Diopter measurement: diopter measurement results showed that the lens for serial number (B)(4) belongs to diopter 27.0. The product met the acceptance criteria.